Event description:
It was reported that the driver blade was broken when the 8th screw was inserted using with the holding sleeve (B)(4) although the surgeon drilled with the proper drill guide and used the proper locking screw. The particle of the broken driver blade was removed from the head of the screw with the pliers. The surgeon used a spare driver blade and the procedure was completed w/o any problems.

Manufacturer narrative:
Investigation in process, but not yet complete.